Manufacturer narrative:
Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Passed testing, the lead tip and helix appears intact. No issue found.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed due to the product investigation result received.

Manufacturer narrative:
If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was explanted. No additional adverse patient effects were reported.